Manufacturer narrative:
Image review: one radiographic image and three radiographic videos are supplied. Fluoroscopic screen image: ap oblique single shot skull radiograph centered over the right skull base, not subtracted, no contrast, dated on (B)(6) 2026, at 4:49.43 pm. A fully expanded non-detached web device is seen in the presumed location of the right middle cerebral aneurysm described in the complaint. The tip of the delivery microcatheter is about 2mm proximal to the radiopaque proximal marker of the web device. A distal access catheter is seen with its tip in the approximate location of the cavernous ica. 1st video: 3-second video taken in the control room. It shows the operator and the procedure room, the radiographic image described above, and a keyboard. 2nd video: 4-second video of ap oblique non-subtracted fluoroscopy, with a short contrast injection. It confirms the appropriate position of the now detached web device inside the right mca aneurysm, with no compromise of the bifurcation branches. The delivery microcatheter tip is approximately 3 or 4mm proximal to the radiopaque proximal marker of the web. 3rd video: 13-second video of ap oblique non-subtracted fluoroscopy, no contrast. The web is detached. The tip of the delivery microcatheter is in the same position as described above. The video shows the web pusher wire being pushed outside of the delivery microcatheter to the base of the web device, and then retracted, confirming detachment of the web device. Investigation findings: one radiographic image and three radiographic videos were provided. Their review is as follows: fluoroscopic screen image: ap oblique single shot skull radiograph centered over the right skull base, not subtracted, no contrast, dated on (B)(6) 2026, at 4:49.43 pm. A fully expanded non-detached web device is seen in the presumed location of the right middle cerebral aneurysm described in the complaint. The tip of the delivery microcatheter is about 2mm proximal to the radiopaque proximal marker of the web device. A distal access catheter is seen with its tip in the approximate location of the cavernous ica. 1st video: 3-second video taken in the control room. It shows the operator and the procedure room, the radiographic image described above, and a keyboard. 2nd video: 4-second video of ap oblique non-subtracted fluoroscopy, with a short contrast injection. It confirms the appropriate position of the now detached web device inside the right mca aneurysm, with no compromise of the bifurcation branches. The delivery microcatheter tip is approximately 3 or 4mm proximal to the radiopaque proximal marker of the web. 3rd video: 13-second video of ap oblique non-subtracted fluoroscopy, no contrast. The web is detached. The tip of the delivery microcatheter is in the same position as described above. The video shows the web pusher wire being pushed outside of the delivery microcatheter to the base of the web device, and then retracted, confirming detachment of the web device. The provided images do not explain why the alleged detachment issue occurred. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): potential complications. Potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions: the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure: detachment of the device: 34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 35. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 38. Verify the embolization device position before pressing the detachment button. 39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 40. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 41. Verify the position of the embolization device angiographically through the guide catheter. 42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter.

Event description:
It was reported that during embolization of a middle cerebral artery bifurcation aneurysm, a w2-9-6 web device was selected based on measurement data. After the via microcatheter was positioned, the web device was normally deployed and adjusted to an appropriate position, with no obstruction of branch vessels observed. The wdc was used to detach the web. The delivery wire was inserted into the detacher, the green light was on, and all indicators were normal. The detachment button was then pressed; however, despite repeated attempts, detachment could not be achieved. The detacher was replaced with a new one, but detachment was still unsuccessful. A second new detacher was then used, and detachment again failed. Under normal circumstances, all three detachers were unable to detach the device. Finally, during the detachment process, the delivery wire was pulled while pushing the microcatheter to detach the web. The via microcatheter was advanced to reposition the web device, and the procedure was completed. The patient is fine.

Event description:
Additional information was received confirming that the date of event is march 13, 2026.

Manufacturer narrative:
This supplemental report is being submitted as additional information was received confirming that the event date is march 13, 2026. Section b3 has been corrected to reflect this event date.